Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, following a right thr revision performed on (B)(6) 2022 due to recurrent dislocations, the patient experienced an additional dislocation and underwent a second revision surgery on (B)(6) 2022. During this procedure, the surgeon used a posterolateral approach to access the hip joint and noticed that the xlpe insert had separated from the oxinium liner. The femoral head, the oxinium liner, the xlpe insert and the r3 acetabular cup were explanted and replaced with a wider acetabular shell, a constrained liner and a new femoral head. The patient's current health status is not known.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for or3o dual mobility system revealed that dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur have been identified as potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.